Event description:
The machine had caught on fire.

Manufacturer narrative:
Due to the condition of the product, only a visual examination could be conducted. It was confirmed that the device had been burnt on the posterior section of the unit. Conmed electrosurgery could not conclusively determine what had caused the reported event. It was confirmed that neither patient nor staff was injured. To be conservative conmed electrosurgery is filing reports with the f.d.a and health (B)(4).